Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. Ongoing ps low alarm noted; device appears ventricularized. On (B)(6) 2025, the patient was on p4 with intermittent placement signal low alarms. Echocardiography appeared to show the device positioned slightly deep. Staff reported that the physician was already planning device removal later the same day and did not want to adjust the device. Due to challenging anatomy during initial placement, the physician also preferred to avoid repositioning.